Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient's blood glucose read high (>500mg/dl) while wearing the pod on his arm for between 36 and 48 hours. Treatment included changing the pod and a manual injection. She also stated that they went to the emergency room (ER). First they thought he had diabetic ketoacidosis (dka), but they said he did not have the symptoms for dka. Treatment included IV fluids, manual injection, and blood work. He was also provided zofran. The patient's blood glucose history is as follows: (B)(6). The patient was running high, above 500mg/dl, for the rest of the day and the remaining next day ((B)(6) 2018) until he went to the emergency room. His blood glucose read 776mg/dl at the hospital.